Event description:
Customer called lfs on 6/2002 alleging that the meter was reading inaccurately high and reported symptoms of nausea and headaches. Customer noticed higher results on the meter when compared to the back up lfs meter for approx "4 days". Customer obtained three results around "550 mg/dl" on the meter and three results around "150 mg/dl" on the back up meter within 10 minutes. The meter-to-meter comparison was invalid, however, there was a significant difference between meters. The check strip test was within range on the meter, however, "3" control solution tests failed, using new control solution and test strips. There is evidence that the meter may have malfunctioned due to the "3" failed control solution tests. No medical treatment was received and no adverse event or injury occurred. Ccr replaced the meter and asked that customer use back up meter until new meter is received. No further info was provided.